Manufacturer narrative:
This is a retrospective medical device report for a complaint on the subject device. It was determined this complaint required a medical device report after a review of medical device report determination procedures. Patient information is not available for this report. A review of the device history records was performed for the subject device. The review revealed there were no anomalies or discrepancies were noted within the device history records for the product of the subject device lot. All records showed product met specifications and passed the incoming inspection. The tcs drivers are designed to fail before the tcs bone screws under pure torsion as was observed in design validation. The screw head will only break first if the driver is apply a bending force to the screw.

Event description:
While performing an acdf c4-c7 procedure to implant a tcs 7mm medium implant (p/n 5366-1407 lot# a141204), the surgeon had a locking collar come off of one screw and the screw head break off another screw. The screw failures occurred when the surgeon was advancing the screws with a tcs swivel driver. Prior to seating the screws, a tcs curved awl was used to create the pilot holes. The surgeon was able to successfully finish the procedure at c6/c7 with using different screws. C6/5 was auto fused and the surgeon chose to use a different company implant at c4/5. No harm came to the patient due to the screw failures; however, surgery was delayed for approximately 15 minutes.